Event description:
Customer reported receiving lost sensor alerts. He stated that the transmitter ID was not programmed incorrectly into the insulin pump. The blood glucose reading was 249 mg/dl. Customer stated that the sensor was loose. Customer was advised on calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.